Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to replace the scs ipg. Reportedly, the physician was concerned the patient's scs ipg was too large and was causing the patient discomfort. The physician replaced the patient's ipg with a smaller model and made the pocket deeper. The surgical intervention reportedly resolved the issue.